Event description:
It was reported that the patient was transported to the emergency room due to experiencing cardiac arrest. It was also reported that the right ventricular [rv] lead had loss of capture, was oversensing and was also undersensing. The patient's physician believes that the performance issues regarding the rv lead were caused by the patient's severe cardiomyopathy. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.